Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that no cause was indicated by the physician. The event occurred during removal of the lead. The lead was somewhat difficult to remove, and the lead unraveled during the process of exerting traction to remove the lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a lead for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the lead unraveled during removal so they worked to remove the entire lead. The hcp also noted the lead should be more durable so removal of the entire lead was easier and more predictable. No patient symptoms were reported and no further complications have been reported as a result of this event.